Event description:
It was reported that during an implant attempt, the implantable cardioverter defibrillator (ICD) was attempted and not implanted because there were no sense markers on screen. Another ICD was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).